Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd integra¿ syringe needle failed to retract and had to be removed by manually releasing the spring. The following information was provided by the initial reporter, translated from (B)(6) to english: "when administering an im injection, the nurse noticed at the start of the injection that the plunger showed resistance. Extra pressure was needed to administer the liquid. After the injection, the system blocked to allow the needle to retract safely. The nurse had to remove the needle herself, releasing the spring and noticing that some fluid remained in the syringe."